Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with rectocele with fecal incontinence and cystocele.

Manufacturer narrative:
(B)(4): it was reported the patient had transvaginal hysterectomy, anterior posterior colporrhapathy, perineoplasty and cystoscopy on (B)(6) 2008 due to mixed urinary incontinence, fecal incontinence and pelvic organ prolapse. No additional information was provided.(B)(4).